Event description:
It was reported that high impedance was found. The physician opened the pocket and re-connected the lead. All measurements were in-range and no noise was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.